Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned missing the distal tip. Visual inspection confirmed that the coils at the distal region of the returned segment were extremely stretched, likely due to pulling during lead explant. Set screw marks were noted on the terminal pin and terminal ring. Further testing indicated the lead pass the direct current measurement test.

Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was noted to be non-functioning, with loss of capture (loc) and increased threshold measurements. The device was reprogrammed to aai. A revision procedure was performed due to the device reaching elective replacement indicator (eri). This lead was extracted without complication.